Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The customer no longer has the strips available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. (B)(6) 2020 is being used as the date of the event. The customer did not know the exact date but believed it was within 2 months of the call. The result from the meter was 1.1 inr. The customer may not have dosed the strip within 15 seconds. The result from the laboratory within 4 hours was 2.5 inr. The customer's therapeutic range is 2.5-3.5 inr.